Event description:
A discordant high troponin I (tni) result was reported on an advia centaur instrument. The initial run gave an arrow on the work list indicating that the sample did not result and needs to be rescheduled. The operator manually reported a high result and the result was sent out. The physician(s) questioned the result. The same sample and a new sample from the same patient were run on the same instrument and normal low results were obtained. A corrected result report was sent to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant result reported.

Manufacturer narrative:
A siemens technical application specialist (tas) helped the customer with the investigation of the discordant high tni result reported. The investigation determined the cause of the discordant tni result was a user error. The initial result was flagged as a signal error. The sample was rescheduled for rerun. The operator overwrote the centralink result. In the advia centaur operator's guide, "understanding worklist symbols" an arrow symbol is described as follows: "the system scheduled a repeat for the test or the result was obtained when the test was repeated." The instrument is performing within specifications. Further evaluation of the device is not required.